Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for cosmetic damage. Customer¿s blood glucose was unknown. Customer reported that there is damage to reservoir are, it's chipped off. Customer reported that ring stay in the compartment. Customer reported that reservoir compartment has cracked and ring does not stay in place. Customer reported that only half of the top is chipped reservoir locks in but states if other side comes off will not lock into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap locks into the reservoir compartment properly noted.